Event description:
Following code blue with defibrillation x2, rn printed code summary from lifepak 12 monitor memory, but only one shock of 300j printed on the strip. No need to notify manufacturer. Hospital bio-med dept checked the equipment, found no deficiencies and determined that the issue was caused by user error. Additional staff training was done.